Event description:
On (B)(6) 2014, the following information was reported to kci by the nurse: the patient was bleeding with the use of granufoam dressing. On (B)(6) 2014, the nurse alleged that on (B)(6) 2014, the granufoam dressing was removed with a little difficulty and the patient experienced bleeding. The nurse stated 4 sutures were placed to stop the alleged bleeding and the patient resumed v.a.c. Therapy.

Manufacturer narrative:
Based on information provided, it cannot be determined that granufoam dressing caused or contributed to the bleeding.